Event description:
It was reported that the patient experienced acute thrombosis, chest pain and st segment elevation requiring additional intervention. The target lesion was located in the left anterior descending artery. A 3.00 x 20mm synergy xd drug-eluting stent was successfully deployed. However, several hours post-procedure, the patient complained of chest pain and st elevation were noted via electrocardiogram and was brought back to the cardiac catheterization laboratory. A clot was found in the vessel and the stent was under-expanded. The acute thrombosis was treated with a boston scientific nc emerge balloon catheter balloon angioplasty and intravascular ultrasound (ivus) assessment. The patient's condition was stable, and full recovery is expected. No further issues were reported.